Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient¿s pacemaker could not be interrogated. The pacemaker was explanted and replaced. No patient condition or further information could be obtained.